Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the device code 54-11530 batch v1406028 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00002) a technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the devices become available. Medical evaluation summary: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2016 "this patient in (B)(6) is a (B)(6) male who has a congenital short femur. He has had a previous lengthening with an ilizarov system. He has also had a plastic operation to his acetabulum. He has a frame consisting of two proximal rings with 4 half pin bone screws, the proximal one being oblique into the femoral neck and the other three spread along the diaphysis. Distal fixation is again two rings with 3 half pins. There are also two hinges which are attached to the proximal tibia via further fixation which is not visible. This is to lock the knee at night in full extension (to avoid risk of subluxation with the tibial plateau drifting posteriorly - a known disaster in femoral lengthening). The lengthening osteotomy has been made at the junction of the middle and distal thirds of the bone, and some distraction has occurred. There is also a fracture round the second proximal pin (counting from the osteotomy), and in one x-ray this seems to be translated suggesting a complete fracture. We are not told when this happened, but we know that the frame was adjusted on (B)(6), but do not know why. We have x-rays of (B)(6) which show distraction of about a bone width and a slight varus. He was seen in clinic on (B)(6) because the frame seemed to be changing shape and the proximal ring is closer to the skin than it was. X-rays showed that he has lost the distraction, and has a translation of about a bone width and a varus deformity. This represents a significant loss of position. The question is, why has this happened? The consultant found on jan 4th that the two proximal bone screw fixations were loose; they were tightened and the frame felt more comfortable. It seems to me that this femur has in reality two fractures: one at the osteotomy site and one at proximal pin site no. 2, so there are 3 bone fragments: proximal with 2 bone screws, middle with 2 bone screws, and distal with 3 bone screws. It is not at all clear why this position was lost. All we know at the moment is that between (B)(6) and (B)(6) there was a significant loss of position, which will require another procedure under anaesthetic to correct. We also know that two screw clamps were loose on jan 4th, but we do not know their previous condition. As far as we know all they have done is tighten these clamps, not replace them. We would like to know what the adjustments were on (B)(6), why the x-rays were taken on (B)(6), and can they be sure that the screw clamps were fully tightened after the operation on (B)(6)? We also need to know their future plans for this patient and the final outcome.". February 1st, 2016 with the further information made available on january 20, 2016 "we know quite a lot more now about the patient and the progress of his reconstruction procedure. We know that the most proximal pin was loose and that he had developed a fracture through the pin 2 of the proximal group (counting from the osteotomy). Because of this he was taken back to the or on (B)(6) 2015 and proximal pins 3 and 4 were removed and replaced. Cannulated ha coated external fixation pins were used, obviously not manufactured by orthofix. Events then continued as described in my previous evaluation. This is obviously a complicated case with various incidents occurring during treatment. We still have no idea why the two half pin locking bolts were loose when the patient was seen on (B)(6). We need to see these obviously but must wait for the end of treatment. There seems to be little doubt that this patient has suffered a 'serious injury' as defined by the regulatory authorities, but we have as yet no idea of the cause. As far as I can tell from the complaint records, there has never been a complaint before about the bolts 54-11530 coming loose. It is strange that there are two episodes in the same hospital with no other reports of this type of problem. This suggests strongly that there is a technical reason for this incident. We have to await the technical analysis.". Final comments: a technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the devices become available. The medical evaluation evidenced as follow: "this is obviously a complicated case with various incidents occurring during treatment. We still have no idea why the two half pin locking bolts were loose when the patient was seen on (B)(6). We need to see these obviously but must wait for the end of treatment. There seems to be little doubt that this patient has suffered a 'serious injury' as defined by the regulatory authorities, but we have as yet no idea of the cause. As far as I can tell from the complaint records, there has never been a complaint before about the bolts 54-11530 coming loose. It is strange that there are two episodes in the same hospital with no other reports of this type of problem. This suggests strongly that there is a technical reason for this incident.". Orthofix srl historical records shows that no other notifications have been received from the worldwide market in regards to the code 54-11530. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix srl will finalize the investigation. Orthofix srl continues monitoring the devices on the market. Device currently in use by patient.

Event description:
The information provided by the local distributor indicates: the patient is a (B)(6) boy with a right congenital short femur. The patient has had a few procedures in the past including one previous ilizarov femur lengthening, a right acetabuloplasty, and he is currently undergoing femur lengthening with a tl-hex frame. The patient did have a previous fracture at one of this pin sites and did require frame adjustment on (B)(6) 2015. His distractions are due to finish (B)(6) 2016. On (B)(6) 2015 the patient's mom noticed seven days ago that the proximal ring of the tl-hex frame was pressing into both his groin area and buttock more than previously. The patient is not having any pain. The x-rays taken on (B)(6) 2016 show that the patient had lost some of the distraction, was in significant varus, and was almost 100% translated laterally. The consultant found on (B)(6) 2016 that the two proximal bone screw fixations (device code 54-11530) were loose; they were tightened by the surgeon and the patient said that it felt better on (B)(6) 2016 orthofix srl received confirmation that the devices concerned are two tl+ universal half pin fixation bolt 4mm - 6mm code 54-11530 batch v1406028. The devices are still on the patient. Please also kindly refer to MFR report number 9680825-2016-00002. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 54-11530 batch v1406028 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00002) the devices involved in this event have not yet been received by orthofix (B)(4) (devices currently in use by patient). The technical evaluation will be performed as soon as the devices become available. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation, currently on going, become available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device currently in use by patient.

Event description:
The information provided by the local distributor indicates: the patient is a (B)(6) boy with a right congenital short femur. The patient has had a few procedures in the past including one previous ilizarov femur lengthening, a right acetabuloplasty, and he is currently undergoing femur lengthening with a tl-hex frame. The patient did have a previous fracture at one of this pin sites and did require frame adjustment on (B)(6) 2015. His distractions are due to finish (B)(6) 2016. Patient's mom noticed seven days ago that the proximal ring of the tl-hex frame was pressing into both his groin area and buttock more than previously. The patient is not having any pain. The x-rays taken on (B)(6) 2016 show that the patient had lost some of the distraction, was in significant varus, and was almost 100% translated laterally. The consultant found on (B)(6) 2016 that the two proximal bone screw fixations (device code 54-11530) were loose; they were tightened by the surgeon and the patient said that it felt better on (B)(6) 2016 orthofix (B)(4) received confirmation that the devices concerned are two tl+ universal half pin fixation bolt 4mm - 6mm code 54-11530 batch v1406028. The devices are still on the patient. Please also kindly refer to MFR report number 9680825-2016-00002. (B)(4).